Manufacturer narrative:
Correction h6: investigation conclusions. Additional information h11: the damaged force sensor that was identified during evaluation is a non-OEM (not original equipment of the manufacturer) force sensor installed in the device. The spectrum iq installation and maintenance manual, section 11-1 servicing the pump, page 11-1, contains the following caution regarding unauthorized service of the device: ¿service personnel must be trained by baxter servicing the spectrum iq infusion system is restricted to qualified, baxter trained, service personnel who employ baxter authorized parts and procedures. Use of other parts and servicing procedures is prohibited. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "distal occlusion issue" was unable to be reproduced due to a constant system error 320 alarm. A review of event history log revealed several downstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed distal occlusion (downstream occlusion). This occurred during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.